Event description:
It was reported that tip detachment occurred requiring additional intervention. The 50% stenosed target lesion was located in the mildly tortuous and mildly calcified anterior tibial artery (ata). An 18 edfu opticross peripheral catheter was placed in the left leg ante-grade stick over a 0.014 savion flx guidewire. While using the intravascular ultrasound (ivus), the transducer element went out while imaging the arch of the foot. However, it was noted that approximately 10 cm of the distal end of the ivus catheter had fractured off inside the artery upon removing the device. After the device was removed, it was also noted that a small piece of the savion flx guidewire was in the ata. The device was removed intact and a snare has to be used except for the sheared piece of savion wire. The procedure was completed with a different device and there were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the product analysis was performed according to ivus imaging catheters product analysis guidelines. The returned device matches with the upn and lot number populated in the system. Unit returned in a generic plastic bag with batch 31489047 printed on it, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. A visual inspection was performed; the catheter twist began 13 cm from the lap joint section and the imaging window was observed detached and kinked. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted. A microscopic inspection was performed; there was no damage observed on the distal tip or guidewire exit port assembly and imaging window was kinked, detached and twisted. During microscopic inspection noted pitting and degradation of the transducer housing consistent with saline damage. A media inspection was performed; photos attached to the parent record shows the box, but do not show any evidence of the reported issue. Also, there are photos attached showing the imaging window kinked, detached and twisted.

Event description:
It was reported that tip detachment occurred requiring additional intervention. The 50% stenosed target lesion was located in the mildly tortuous and mildly calcified anterior tibial artery (ata). An 18 edfu opticross peripheral catheter was placed in the left leg ante-grade stick over a 0.014 savion flx guidewire. While using the intravascular ultrasound (ivus), the transducer element went out while imaging the arch of the foot. However, it was noted that approximately 10 cm of the distal end of the ivus catheter had fractured off inside the artery upon removing the device. After the device was removed, it was also noted that a small piece of the savion flx guidewire was in the ata. The device was removed intact and a snare has to be used except for the sheared piece of savion wire. The procedure was completed with a different device and there were no patient complications reported.

Manufacturer narrative:
Correction: update to ar coding and section b5.

Event description:
It was reported that a detachment occurred requiring additional intervention. The 50% stenosed target lesion was located in the mildly tortuous and mildly calcified anterior tibial artery (ata). An 18 edfu opticross peripheral catheter was placed in the left leg ante-grade stick over a 0.014 savion flx guidewire. While using the intravascular ultrasound (ivus), the transducer element went out while imaging the arch of the foot. However, it was noted that approximately 10 cm of the distal end of the ivus catheter had fractured off inside the artery upon removing the device. After the device was removed, it was also noted that a small piece of the savion flx guidewire was in the ata. The device was removed intact and a snare has to be used except for the sheared piece of savion wire. The procedure was completed with a different device and there were no patient complications reported.